Event description:
The patient was closed with a 6/7f mynx control vascular closure device (vcd); however, one day after the procedure, the patient was complaining of severe leg pain presented with a cold leg. The physician took her to the cath lab and accessed the contralateral side. They shot angiograms of the right side of the leg and found that the patient had a chronic total occlusion (cto) below the femoral head. The sales rep spoke with the physician and the lead tech and was told that they ran an unknown wire through the cto, ballooned and stented it. In the angiograms, there was a perfected circular ball which was the physician said that it was the polyethylene glycol (peg) plug. The sales rep asked if a groin shot was taken before deployment, but the physician stated that there was none taken. It was very low stick on the angiograms that the sales rep has in possession. After restoring the blood flow of the leg, the patient still presented severe pain. Therefore, the physician decided to refer the patient to another hospital for a cut down to remove and revascularize the affected area. The device storage temperature did not exceed 25 °c. The procedure used a retrograde approach. The deployer was mynx certified. Patient was not thin nor obese. A 6f non-cordis sheath, non-cordis guides and stents were used. Heparin was administered in the cath lab. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance noted during use of the device. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button #1. There were no multiple sheath exchanges. Only one closure device was used in this patient. Four angiographic images were provided. The images were not labeled with a patient name, date or timing of the image being taken in comparison to the other images. In one of the images there is what appears to be an occlusion of a vessel. Subsequent images depict a wire within the vessel and a white substance/object in the vicinity of the vessel. Without additional content or context no further details can be gleaned from the images. The device will not be returned for evaluation.

Manufacturer narrative:
Complaint conclusion: the patient was closed with a 6/7f mynx control vascular closure device (vcd); however, one day after the procedure, the patient was complaining of severe leg pain and presented with a cold leg. The physician took the patient to the cath lab and accessed the contralateral side. They shot angiograms of the right side of the leg and found that the patient had a chronic total occlusion (cto) below the femoral head. The sales rep spoke with the physician and the lead tech and was told that they ran an unknown wire through the cto, ballooned and stented it. In the angiograms, there was a perfected circular ball which the physician said was the polyethylene glycol (peg) plug. The sales rep asked if a groin shot was taken before deployment, but the physician stated that there was none taken. It was very low stick on the angiograms that the sales rep has in possession. After restoring the blood flow of the leg, the patient still presented severe pain. Therefore, the physician decided to refer the patient to another hospital for a cut down to remove and revascularize the affected area. The device storage temperature did not exceed 25 °c. The procedure used a retrograde approach. The deployer was mynx certified. Patient was not thin nor obese. A 6f non-cordis sheath, non-cordis guides, and stents were used. Heparin was administered in the cath lab. The vessel diameter was not verified to be greater than or equal to 5 mm in diameter. There was no vessel tortuosity. There was no presence of pvd / calcium in the vicinity of the puncture site. There was no resistance noted during use of the device. The tension indicator was aligned with the markers on the side before attempting to deploy. The deployer did not fail to utilize the tension indicator/maintain tension on the catheter during depression of button #1. There were no multiple sheath exchanges. Only one closure device was used in this patient. Four angiographic images were provided. The images were not labeled with a patient name, date or timing of the image being taken in comparison to the other images. In one of the images there is what appears to be an occlusion of a vessel. Subsequent images depict a wire within the vessel and a white substance/object in the vicinity of the vessel. Without additional content or context no further details can be gleaned from the images. The product was not returned for analysis. A lot number was not provided therefore a product history record (phr) review could not be generated. The mynx control vcd is indicated for use to seal femoral arterial access sited while reducing time to hemostasis and ambulation in patients who have undergone diagnostic or interventional endovascular procedures utilizing a 5f, 6f or 7f procedural sheath. Vessel occlusion is a known potential adverse event and is listed as such in the instructions for use (IFU). With the information available and without procedural films available for review the reported ¿inaccurate placement (intravascular) and occlusion¿ could not be confirmed and the exact cause of the reported event could not be conclusively determined. Review of the information provided suggests that patient and/or procedural factors may have contributed to the reported events. According to the instructions for use (IFU) which is not intended as a mitigation of risk, ¿if the puncture is at or below the femoral bifurcation, or is an antegrade puncture, the balloon may be prepped with a diluted contrast solution (50% contrast / 50% saline), in place of 100% saline in order to visualize the balloon while pulling back to the arteriotomy and to ensure that the balloon properly abuts the arteriotomy. Do not use 100% contrast solution as this will impact balloon inflation / deflation. Confirm via femoral arteriogram prior to using the mynx control vcd: common femoral artery single wall puncture, evidence of adequate flow, no evidence of significant pvd in the vicinity of the puncture. The IFU also instructs that during positioning of the balloon: grasp the device handle and align the device with the tissue tract. Pull gently to retract the device until the black line in the tension indicator window aligns with the markers on the side, indicating the balloon is abutting the arteriotomy with the correct amount of tension. During deployment: while maintaining tension press button #1 until it is fully aligned with the handle, and the clock symbol is visible in the tension indicator window. This deploys and compresses the sealant against the arteriotomy. The information available does not suggest a design or manufacturing related cause for the reported event; therefore, no corrective/preventive action will be taken at this time.

Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The patient was closed with a 6/7f mynx control vascular closure device (vcd); however, one day after the procedure, the patient was complaining of severe leg pain presented with a cold leg. The physician took her to the cath lab and accessed the contralateral side. They shot angiograms of the right side of the leg and found that the patient had a chronic total occlusion (cto) below the femoral head. The sales rep spoke with the physician and the lead tech and was told that they ran an unknown wire through the cto, ballooned and stented it. In the angiograms, there was a perfected circular ball which was the physician said that it was the polyethylene glycol (peg) plug. The sales rep asked if a groin shot was taken before deployment, but the physician stated that there was none taken. It was very low stick on the angiograms that the sales rep has in possession. After restoring the blood flow of the leg, the patient still presented severe pain. Therefore, the physician decided to refer the patient to another hospital for a cut down to remove and revascularize the affected area. Four angiographic images were provided. The images were not labeled with a patient name, date or timing of the image being taken in comparison to the other images. In one of the images there is what appears to be an occlusion of a vessel. Subsequent images depict a wire within the vessel and a white substance/object in the vicinity of the vessel. Without additional content or context no further details can be gleaned from the images. The device will not be returned for evaluation.